Manufacturer narrative:
Intuitive surgical contacted the hospital to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report as the safety department was not able to identify this case due to the nurse's/patient's name and date of event being unknown. A follow-up MDR will be submitted if additional information is received.

Event description:
During a user interview, it was reported to isi that a nurse was injured as she tried to pull the patient cart of the da vinci surgical system backwards (date of event was unknown; however, it was stated that this has occurred a while ago). Reportedly, the nurse may have grabbed the handles too hard and the patient cart went back too far. Allegedly, the nurse's hand got stuck between the wall and the da vinci system, and she was unable to let go. According to the reporter of this complaint, the nurse was out for 6-8 weeks, but nothing was broken.